Event description:
It was reported that the 9800 system had a high ma error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The filament was calibrated during the svc call. The sys was tested and found to be working as intended, and put back into svc.